Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the dcs. The device was received with the capsule fully closed and slightly over captured. The handle was intact. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. There was a break in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve could not be removed from the dcs. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the first recapture due to malposition, upon second deployment the capsule broke. The capsule was closed and the valve and delivery catheter system (dcs) were removed from the patient through the inline sheath. A new valve and dcs were used for implant. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured and repositioned. The evolut system instructions for use (IFU) instructed ¿if the bioprosthesis was recaptured a third time, it must be removed from the patient.¿ recapturing was a feature of the enveor device that allowed for additional attempts at accurately positioning the valve. Positioning difficulties did not typically indicate a device malfunction or a failure to meet manufacturing specifications. Various factors can affect valve positioning including the patient anatomy or physician technique, and the root cause could not be determined with the available evidence. The cine films confirmed that after the first recapture, due to malposition, upon second deployment the capsule broke. The films also confirmed that the system was closed and removed from the body. Capsule separation typically occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force was experienced when the valve was loaded incorrectly. Capsule damage initiated during the loading process was not always identified during inspections to confirm a correct load and absence of capsule damage. If the defects were not identified during loading, the tensile force applied during deployment can lead to the capsule polymer stretching or the capsule detaching. A new valve and dcs were successfully used for implant. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.